Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the pacemaker was in backup vvi mode. The pacemaker was successfully restored to normal in clinic. The patient was in stable condition.